Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent em interface, serial/lot #: (B)(6). H3, h6: multiple fdd/annex a codes were reported. A0709 was coded for the reference frame was not recognized. A12 was coded for the bob port 2 was inoperable. The system was serviced in the field by a medtronic representative. The electromagnetic (em) interface was replaced to resolve the issue. Codes b01, c07, and d02 are applicable. The em interface was returned for evaluation. The analyst was unable to duplicate the reported complaint. The returned em interface was tested, and no issues were identified during testing. All tools connected and operated correctly in port two. However, during inspection, one issue was noted: the cable was found to be damaged with exposed wires. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the manufacturer representative (rep) plugged in the patient reference frame, the breakout box (bob) port 2 was green but the reference frame was not recognized. The software was still reported that they needed the reference frame plugged in. It displayed that information in the bottom left-hand corner. Rep changed ports on the bob (port 6) and the patient reference frame was recognized. Bob port 2 was inoperable. There was no patient involvement.